Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part# 03.804.701s synthes lot # 82260270 supplier lot # 82260270 release to warehouse date: 03 oct 2022 supplier: confluent medical technologies no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that a balloon kyphoplasty was performed on (B)(6)2023. Before surgery, the red cap was attached to the inflation port with valve at the time of preparation. After that, the threaded part of the red cap was damaged when attaching a syringe to apply negative pressure. The necessary parts were obtained and used from a spare balloon that was available. The surgery was completed successfully with no delay. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).